Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72", "defib disabled", "pacer disabled" messages and failed the leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunctions of "defib fault 72", "pacer disabled" and "defib disabled" were not duplicated with the device. However, were observed during review of the device activity log. The pace/defib engine board was replaced as a precaution. The reported malfunction of "fails electrical safety test" was attributed to foreign material contamination on the analog board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.